Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing diabetic ketoacidosis. No further information was provided on the reported event.

Manufacturer narrative:
(Brand name- added "t:slim g4 system"). (Common device name- corrected to "insulin pump"). (Procode- corrected to "oyc"). (Model #- added "4628-003", catalog #- added "006194", serial #- added " (B)(4)", (B)(4). PMA/510k #- added "p140015". Device manufacture date- added "1/22/2016".